Event description:
It was reported that the right ventricular (rv) lead exhibited variable impedance, small r wave, rise in thresholds and a known high atrial threshold since implant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).